Event description:
It was reported that the programmer generated error messages. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer generated an error message. Screen changes color when moved. Connection between a printed circuit board and the display was loose.